Event description:
The operator stated that a few drops of fluid leaked from the probe of the beckman coulter ac t-diff instrument after startup. There was no exposure to open wounds or mucous membranes. The operator was wearing gloves and lab coat at the time of the incident. There was no death, injury, or affect to user; no one sought medical attention. Patient results were not affected. Msds was not reviewed. There is an exposure control plan in place at the facility. The customer technical support (cts) personnel assisted the customer with bleaching the vacuum line from the probe wipe. No further leaks were observed. Root cause is unknown. However, the leak was resolved after the vacuum line from the probe was bleached. No further issues were reported. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).